Event description:
It was reported that the customer had a blank display. Customer stated that it will go blank from 1-3 hours at a time. The display will come back on and then go blank again. Customer stated that this can happen several times in a day. Customer noticed this a few months ago. Customer stated that it started happening every other day and now it happens every day. Customer was sent a replacement battery cap but it did not help. Customer's blood glucose level is 244 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-17253.